Event description:
Customer reported that the insulin pump had recently been exposed to strong magnetic fields when going through airport body scanners. Customer reported being concerned about the insulin pump being able to function properly. Customer reported that the insulin pump failed the displacement test. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor test. No motor error alarm or displacement anomalies were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.